Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).